Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 54.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that high, out of range hv lead impedance was observed during a follow-up in clinic. The lead was explanted and replaced. The asymptomatic patient was stable post procedure and will be followed up normally.